Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument exhibited weak cautery. The procedure was completed with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. Comprehensive testing and inspections were performed, including external and internal visual inspection, manual articulation of inputs, instrument recognition and engagement, energy delivery, electrical continuity, and intuitive motion testing. The instrument passed energy delivery testing across various grip orientations, as well as the electrical continuity test. Functional evaluation on an in-house system confirmed successful recognition and engagement. The instrument demonstrated full intuitive motion with complete range of movement, and the grip tips opened and closed properly. No product-related issues were identified; the instrument was found to be fully functional. Additionally, the instrument was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. Furthermore, the probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure.